Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a system had problems with the illumination lamp during a procedure. The bulb was changed and the surgery was completed. There was no patient harm.